Event description:
It was reported that a patient underwent a right knee revision. Unstable knee and posterior poly wear were indicated. The 13psc was swapped to 17psc. Initial implant date is unknown. The patient was last known to be in stable condition following the event. The explanted implants are not available for return as the hospital is keeping them.

Manufacturer narrative:
Hospital is keeping the devices. Concomitants medical devices: 02-012-60-1440 - logic stem ext 14mm x 40mm 6692318, 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 6574008, 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t 6576806, 200-07-32 - advanced patella 32mm 3 peg implant 6737274, 201-78-15 - holding pin mini sharp point 4 pk 6800956, 201-78-81 - 3" trocar, mod. Hex 2pk 6743637, 204-70-00 - tibial stem ext. Screw 6827100. Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
There were no device breakages or surgical delays. Patient was initially implanted on (B)(6), 2021, and the revision was approximately 1 year 4 months post the initial implant procedure.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: b5, h6, h7, h9.